Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device and leads were removed due to impedance of greater than 4000 ohms on all lead combinations. At first only the device was replaced, but all impedances still showed 4000 ohms or greater. The impedance checks were run three times with different amplitudes and pulse width combinations. The doctor proceeded with replacing the lead as well. Additional info was requested.